Event description:
Pt was burned during treatment with a dynatronics ifc unit on hi-lo setting, 15 mins to pt tolerance using chattanooga group dura-stick ii electrodes. No pt complaints during treatment. When electrodes were removed, a 0.25" third degree burn was found. Pt is being treated by a plastic surgeon to prevent scarring. Electrodes were not returned to chattanooga group.